Event description:
It was reported that a spectrum iq pump had a blank screen during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and observed that the liquid crystal display (lcd) was cracked. During functional testing, the device had unreadable pixels/characters. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be the lcd. The lcd will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.